Event description:
It was reported that during a stenting procedure in the left internal carotic artery, the patient experienced hypotension that resolved four days post procedure with medications dopamine, neosynephrine and atropine. The patient was discharged home four days post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Other: heparin. Embolic protection: emboshield nav6. Hypotension may occur during this type of procedure and as listed in the xact instructions for use, hypotension is a known potential adverse event associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Based on available information, a definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure. Hypotension may occur during carotid interventional procedures and it is anticipated response of the human body to stimulus of the carotid bulb.